Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The area was described as an irritation. The patient refused to answer questions about the irritation, stating the she was a "special case" and that she has many allergies and skin sensitivities. The patients surgeon told her to leave her equipment at the hospital, it is unclear if the surgeon suggested removal due to the irritation. Reporting out of an abundance of caution.